Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ventriculo-peritoneal derivation (dvp) procedure, the patient had a small first degree burn (redness) in the butt. They reported that the burn did not require a treatment.